Event description:
It was reported that a right ventricular lead exhibited nose during a routine check in a hospital. The lead was also noted to be fractured. The lead was capped and a new lead was implanted on (B)(6) 2022. The patient is stable.

Event description:
New information notes that the lead's reported noise led to oversensing. The lead fracture was also confirmed by fluoroscopy.